Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that the patient developed an infection and bacteremia post generator change. The right atrial (ra) lead was removed with the rest of the system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).